Event description:
A customer reported via phone call indicating that they experienced low and high blood glucose levels ranging 38 to 300 mg/dl. The customer stated that they had eaten cake the night before which may have caused their blood glucose to go up. The customer no longer uses the sensor feature. The product was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.